Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead had a microperforation which caused the acute pericarditis. Additional information was obtained from the field indicating that there was no intervention done on this event. This rv lead remains in service. No additional adverse patient effects were reported.